Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the reported issue could not be determined. The event can be prevented by following the instructions for use which states: whenever possible, do not leave the endoscope illuminated before and/or after an examination. Continued illumination will cause the distal end of the endoscope to become hot and could cause operator and/or patient burn. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that burn marks on the c-cover was found. There was no patient involvement.